Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the subclavian artery with heavy calcification, mild tortuosity and 90% stenosis. A 7x39mm omnilink elite expanding stent system (sess) did not fully expand and was deformed; however, the stent remains in the target lesion. An unspecified balloon was used to post-dilated the stent but the blood flow result was not satisfactory [ischemia]. Therefore, another post dilatation was performed to treat the ischemia. There were no adverse patient sequela. No additional information was provided

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficult or delayed activation and material deformation could not be tested, as the stent was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties and subsequent treatment(s) appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of ischemia is listed in the omnilink elite® vascular balloon-expandable stent system, electronic instructions for use (eifu) as a known patient effect of stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.